Event description:
Blood glucose device is reading inaccurately. It was reported meter read "hi" and then 591 mg/dl before customer took insulin and then about 2 hours later felt low so went to emergency room (ER) where they measured glucose at 62 mg/dl. Reporter stated being treated with orange juice and a sandwich. A request was made for the return of the suspect device and replacement product was sent.